Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary ==> the complaint states "surgeons using zimmer implants. On one side, when mixing cement, two different cements were used. It was noted during procedure the cement was going off quicker than usual. Not sure on specific cements/codes. Awaiting details from hospital. Once more details they would like to know what the impact of mixing these two cements could potentially have." Investigational inputs were requested as indicated per internal procedures for this failure mode, however no information was provided to depuy. Ifus for depuy cement products include a statement ¿ensure that the powder and liquid components to be mixed together have the same lot number, since the monomer and polymer components are individually formulated for each batch. It is essential to add all of the liquid and powder components together when mixing the cement, since the components are pre-metered to give optimum results." No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. DHR and complaints reviews are not possible as no identifying information supplied. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On one side, when mixing cement, two different cements were used. It was noted during procedure the cement was going off quicker than usual.